Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rx, coronary stent graft system, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. The IFU further states: if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent graft on the balloon. The investigation determined that the reported shaft kink and shaft detachment appear to be related to the use error; however, the reported failure to advance and subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Additional information: it was reported that the 3.5 x 16 mm graftmaster stent delivery system had been in and out of the body several times. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide catheter: guideliner, stent: 4.0 x 16 mm graftmaster. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The 2.8 x 16 mm graftmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported that after rotablation of the heavily calcified circumflex a perforation was observed. A 4.0 x 16 mm graftmaster was advanced for treatment and deployed successfully. Post-dilatation was performed; however, the perforation was not sealed. Angiography review confirmed that the perforation originated beyond where the 4.0 was deployed and was longer than originally thought. The deployment of the 4.0 did not exacerbate the perforation. The 3.5 x 16 mm graftmaster stent delivery system (sds) was advanced; however, met resistance causing kinking of the shaft. Subsequent pushing on the device resulted in separation of the proximal end of the sds. The device was removed from the patient without issue. A 2.8 x 16 mm graftmaster sds was advanced, positioned and deployed overlapping the first stent. Post-dilataton was performed and it was observed that there was still a persistent extravasation which appeared to be slowly filling a newly formed pseudoaneurysm. There was no bleeding from the aneursym or into the pericardium observed; therefore, the procedure was ended. The patient was stable post procedure. No additional information was provided.